Manufacturer narrative:
This report is for an unknown reamer/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: erasmo, r., guerra, l., and palmiero, d. (2013), biotechnology in the treatment of delayed unions and non-unions of the femur, journal of orthopaedics and traumatology, vol. 13(1), pages s13-s46 (italy). The aim of this study is to know the importance of the treatment of this condition to ensure early mechanical stability associated to biological stimuli. Between march 2010 to february 2013, a total of 10 patients were treated with a new reduction and internal fixation, an autologous bone graft from controlateral femur with an unknown synthes reamer/irrigator/aspirator system. The mean follow-up was 16 months. The following complications were reported as follows: 1 patient's fracture didn't consolidate because of septic nonunion. 1 patient had knee stiffness treated with mobilization in narcosis. This is for an unknown synthes reamer/irrigator/aspirator system. This report is 1 of 1 for (B)(4).